Event description:
It was reported that a suction break occurred seven seconds into treatment with a patient interface on unknown eye. The surgery was completed successfully. There was no patient injury. Follow up attempts were made with the account to retrieve patient identifier information. However, no additional information was received.

Manufacturer narrative:
Patient age, weight and ethnicity: unknown/not provided. Lot#: unknown/not provided. Expiration date: unknown as product lot number was not provided. UDI #: a complete UDI # is unknown as product lot number was not provided. A partial number has been provided. Device manufacture date: unknown, as the lot number of the device was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. At the time of the investigation, product was not available for evaluation. Therefore, no testing could be performed. The reported event cannot be confirmed. For this reported event, lot# was not reported and cannot be obtained. Therefore, manufacturing record review cannot be performed. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.